Event description:
The customer reported that during a right hemicolectomy the tip of the device fell off and fell into the pt cavity. The material was removed and another device was used to complete the procedure without incident. There was no pt injury nor were there any will effects to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.